Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient presented to the surgeon due to discomfort. Implants to be removed.

Event description:
It was reported that the patient presented to the surgeon due to discomfort. Implants to be removed.

Manufacturer narrative:
Correction: from the first imaging provided by the surgeon, it appeared that the patient had lost the bone around the left tmj device, and the tmj devices moved slightly. However, in later imaging provided by the surgeon, it could be confirmed that the appearance of bone loss seems to be an image artifact. It was later found that there was not and will not be a revision surgery performed to remove/replace the implant. Additional information: d6, h4 h3 other text : not available.